Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14264. It was reported that the patient presented for elective lead replacement. Atrial lead noise was reported. During the procedure, externalized conductors were observed on the right ventricular lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion exposing the outer coil was noted at 4.6-5.4 and 38.5-39.0 cm from the distal tip consistent with lead friction to device can. The reported event was isolated to the exposure of the outer coil in the abrasion zones.